Event description:
Complainant alleged that the medics were treating a patient who had been "found slumped over on the floor" by the medics. The medics determined that the patient was in cardiac arrest. The medics applied the stat pads multi-function electrodes to the patient and attempted to monitor the patient's heart rhythm, but the device displayed a "check electrodes" message. The medics checked all cable and connections, but the device continued to display the same message. The medics then applied a fresh set of pads to the patient, and were able to determine that the patient was presenting an asysotle heart rhythm, "and after three rounds of meds was pronounced at the hospital." The complainant indicated that the patient subsequently expired, but that the patient outcome was not as a result of the reported malfunction.